Event description:
It was reported that the battery of this implantable device was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected and device replacement was recommended. No adverse patient effects were reported. Subsequently, the patient later expired with no allegations related to device functionality. The device remained implanted in the patient.